Manufacturer narrative:
I-flow received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to evaluate for infusion. When the pinch clamps were opened, the pump did not infuse. Both distal luers with the flow restrictors were disconnected from the pump and placed into a warm bath with an air source for a half hour for cleaning. A flow rate accuracy test was performed, and the results were found to be slow due to a partial occlusion at the flow restrictors. A review of the lot history found no confirmed complaints for this lot. The device history record was reviewed, and all manufacturing operations were found to be within specification.

Event description:
Fast flow complaint. Pump placed on friday, (B)(6) 2009, following surgery. Saturday pump was full, sunday, pt (lac) reported pump was empty. Tuesday, at recheck, pump was empty and surgeon removed catheters. Pt is nurse and is familiar with pump. Pt reported minimal pain relief, relied on oral medications. Fill volume 400 ml.